Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that during set up and inspection for an unspecified procedure (set-up in the room, prior to the patient being present), no image was displayed on the flex deflectable videoscope. No additional information was provided. There was no patient involvement, and no harm was reported as a result of the event.